Event description:
The customer was riding his scooter in his home slowly when it took off at high speed. He was not able to stop. He stated that he ran into a wall and was thrown from the unit, suffering a blow to the head and back of the neck. When treated, he was told that he had sprained ligaments in his neck.